Event description:
It was reported that the package was unsterile. There was no patient or procedure involvement.

Manufacturer narrative:
(B)(4). External cause. The package was received with no sales unit carton and showed crumpling of the tyvek from handling that is atypical of the packaging process. The slit in the tyvek lid was caused by impact coming from the outside in. The hole occurred above the smooth portion of the trocar sleeve and there was evidence of impact on the trocar sleeve. It would appear that a sharp object impacted the tyvek lidding, causing the small slit. The type of damage that was found on the package is not consistent with packaging process or handling. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in- process and finished goods specifications upon release of the product.